Manufacturer narrative:
Concomitant medical products: 37082-20 neuro extension, implanted: (B)(6) 2010, 1458q86 lead implanted: (B)(6) 2015, dtba1qq crt-d implanted: (B)(6) 2015, 407652 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.